Manufacturer narrative:
Evaluation summary: the reported condition of fail code 810:04 was confirmed. Inspection of the device revealed the air in line printed circuit board was out of calibration.

Event description:
The facility reported a fail code 810:04during biomed testing although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated that there were no reports of patient injury or medical intervention associated with this event.